Manufacturer narrative:
According to the operator's manual, the user is supposed to conduct all movement of the interventional devices under fluoroscopy guidance, as it is a known risk that the guide catheter might kink if the user pushes with a great force while the tip of the guide catheter is not moving within the patient. The likely cause of this issue is that the high calcification in the patient caused a blockage that did not allow the guide catheter to pass. As the physician continued to actuate the guide catheter forward using the control console, it caused the guide catheter to kink. If the user was monitoring the fluoroscopy while advancing the guide catheter, they would have noticed that the guide catheter was not moving within the vessel and should have stopped actuation of the system before the guide catheter kinked.

Event description:
The patient had a highly calcified lesion and poor guide support. When attempting to move the guide catheter forward using the corpath grx system, the guide catheter kinked, which also prompted a system error. The case was converted from a robotic procedure to a manual procedure, however it was still unable to be completed due to the calcification.